Event description:
A caller reported a malfunction on the pump, which was labeled with a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to report any future issues.